Event description:
It was reported to resmed UK that a device had a system failure 6 and failed to ventilate, at which point the pt required bagging (manual ventilation).

Manufacturer narrative:
Investigation of the returned device found the system failure was triggered by an over-pressure safety condition. This likely occurred when the pt disconnected and reconnected the high impedance pt circuit during therapy. The device alarm operated as intended to notify the pt/user of the failure. No permanent injury was reported as result of this incident.